Manufacturer narrative:
(B)(6) one birptr 2.3 pk suture anchor w/ ultrab device was returned for evaluation of the reported complaint mode, ¿broken suture¿. The reported complaint was confirmed. The suture was found to be broken approximately at its mid-point. The actual cause was not able to be determined, as the anchor was not able to be returned for testing or observation. A review of the device history records was performed which confirmed no inconsistencies. There were no internal processing issues, which could have contributed to the nature of the complaint. A complaint history review has not identified additional complaints for this lot number on file. No further investigation is warranted at this time. (B)(4)

Event description:
It was reported that during a hip arthroscopy and debridement procedure, the suture broke. The anchor had already been inserted and seated nice and firmly into the bone, and the suture passed nicely around the labrum. As the surgeon was tying his first knot and pushing it down with the knot pusher, the suture snapped in half. As a result, another anchor had to be opened and put into the acetabulum so that another suture could pull the labrum down onto the acetabulum, as the one that snapped was no longer of any assistance. The anchor however could not be removed so it was left in the patient; only the suture of the anchor that snapped. The surgeon was confident that no loose pieces were left in the patient; he removed the loose piece. The anchor was set into a proper position. The procedure was completed. There was a 10 minute delay in the procedure.